Event description:
International affiliate reports that the tips of two viper2 set screw inserters, both from lot x0508, broke off while inserting set screws during spinal surgery. The broken tips became embedded within the set screws and could not be removed as the set screws were locked in place. There was no delay to surgery as another inserter was available. It was reported that the surgeon is confident that no adverse outcomes will occur. As unintended portions of the inserters remain in the patient, this medwatch report is being submitted to document this event.

Manufacturer narrative:
Examination of the inserters found tip breakage occurred at the base of the flutes on each instrument. Review of the device history record found the lot of 266 units met specification requirements when released to stock. No definitive conclusions can be made as to the cause of tip breakage. However, the damage is indicative of the application of atypical force during set screw tightening and/or material fatigue from usage over time. The instruments have been in service for approximately three years. At this time, the complaint is considered to be closed.